Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, when the 26 s3u valve was inserted through 14f esheath+ and it was apparent that the skirt side prong of the valve bent sideways once it came out of the sheath in the abdominal aorta. The operators attempted to retract the valve back into the esheath+ and remove the valve and sheath as one unit, but both the sheath and valve became stuck at the left common iliac artery. The operators decided it was safer to convert to open cut down to remove the valve and sheath instead of forcibly retracting it. The operators believe the device did not malfunction but was rather a result of the heavily diseased femoral anatomy as well as the sheath/commander insertion angle. The angle was very steep when the operators advanced the valve in initially. No patient injury or heavy bleeding resulted immediately. Patient was transported from the cath lab to the operating room to continue with a cut down surgical removal of the devices. Per the field clinical specialist, the valve was able to get up past the esheath+ into the abdominal aorta. Fluoro revealed the bent strut, and the valve was immediately retracted somewhat easily back into the esheath+ all the way into the external left iliac, at which point it became completely stuck. The team tried pulling back harder but only the balloon catheter came back of the commander delivery system and the valve stayed in place and the team decided the safest option was to convert to surgery.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, impact code, clinical code, device code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An imaging evaluation was performed with the 3mensio imagery from the site and the following was observed: tortuosity and calcification present within the patient's access vessels. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing therefore, a manufacturing non-conformance was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Additionally, a review of the device history record and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. As reported, "fluoro revealed the bent strut and immediately retracted valve back into the esheath+ somewhat easily into the external left iliac, at which point it got completely stuck. The team tried pulling back harder but only the balloon catheter came back of the commander delivery system and the valve stayed in place". Additionally, the operators believe the cause was related to the "heavily diseased femoral anatomy as well as the sheath/commander insertion angle". Per 3mensio review, tortuosity and calcification was present within the patient's access vessels. As such it's possible that due to suboptimal patient factors, the valve was unable to withdrawn back into the sheath and the excessive manipulations to do so caused the valve to move further on the delivery system. In addition, it is possible the bend valve strut may have exacerbated the situation. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (calcification, tortuosity) and/or procedural factors (bent valve struts, excessive manipulation) may have contributed to the complaint event. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor product risk assessment escalation is required at this time.